Manufacturer narrative:
The device has not been returned to the manufacturer, so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #(B)(4).

Event description:
Customer called to report that while using intra-aortic balloon, the a-line is not reading properly. It occurred during use and no patient harm or injury reported. Customer also stated the balloon was axillary.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. Corrected fields: d10, h6 (medical device problem code). G4. (PMA 510k): the 510k code is left blank because it is unavailable. No decon or visual inspection performed since product was not returned and could not be evaluated. A nurse contacted the emergency support line due to an issue with an a-line not reading properly. During the call, it was revealed that the balloon was positioned axillary. The support agent informed the nurse that vamp use is not recommended by getinge. After troubleshooting according to the instructions for use (IFU), the arterial waveform improved significantly. The damped arterial waveform due to improper line maintenance and use of non-recommended aspiration method (vamp), compounded by axillary balloon placement. Based on the event description, the root cause has been identified as user error. There was no malfunction of the iab; rather, the customer required assistance to navigate the proper use of the device. The navigation provided was not in response to an issue or failure, but solely to guide the healthcare provider in operating the iab correctly. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: g2.